Event description:
It was reported that the pump reset unexpectedly. The customer¿s blood glucose (bg) was displayed as ¿high¿; however, no specific value was provided. The customer administered a manual injection to address bg level. Reportedly, the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies and an alternate pump available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.